Event description:
It was reported that this patient received 8 round of anti-tachycardia pacing (atp) and 4 electric shocks due to an episode of what appears to be a supraventricular tachycardia (svt), it was not confirmed if the episode was in fact an svt. Technical services (ts) recommended device reprogramming. No adverse patient effects were reported.

Manufacturer narrative:
Corrected field h6. Changing the premature battery depletion (pbd) code for the inappropriate electric shock

Event description:
It was reported that this patient received 8 round of anti-tachycardia pacing (atp) and 4 electric shocks due to an episode of what appears to be a supraventricular tachycardia (svt), it was not confirmed if the episode was in fact an svt. Technical services (ts) recommended device reprogramming. No adverse patient effects were reported.